Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The dilator was found to be too stiff. After inserting the guidewire, the user inserted the dilator with peel-away sheath. However, the dilator was not flexible enough to insert over the placed guidewire. The user tired to insert the dilator for several times, then vascular damage was observed and the operation was discontinued.